Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia after a supply change, with continuous glucose display reaching 326 mg/dl and a fingerstick reading of 335 mg/dl; the user changed supplies and monitored, and glucose levels returned to range within a few hours. Symptoms included hyperglycemia without ketone testing, without alerts or alarms reported, and without dizziness, loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no long-term health impact. Investigation included troubleshooting and user education, including guidance to replace infusion supplies and monitor glucose trends. Investigation of this case revealed no confirmed device malfunction or component failure and no evidence of infusion set leakage or occlusion, with the cause of the event remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.